Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 : health care professional was inadvertently selected on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) nine years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image is not displayed due to printed circuit board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed that several scopes and adapters were connected without a scope image from the camera. The device evaluation found a yellowing/discolored front panel. The scope socket video connector was loose and would not secure any paddles, the front universal serial bus connector was not working correctly, and an upgrade of the software version - 3.01.00 was needed. The investigation is ongoing. Three follow-up attempts with the user facility were made for additional information, but no response was provided. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that there was no image on the evis exera iii video system center. There were no reports of patient harm.